Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer called ambulance and went to hospital due to low blood glucose level. Customer's blood glucose level was 30 mg/dl. Customer was treated with glucose fluid. Customer experienced blood glucose level of 91, 156, and 295 mg/dl. Insulin pump passed displacement verification test, high pressure test and self test. Customer was using auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case and pillowing keypad overlay. (B)(4).